Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with f-91. This condition had the potential to interrupt delivery. This condition was found in the biomed department and occurred upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with failure f-91 was confirmed, but not reproduced by baxter personnel. The root cause of this condition was determined to be check sum error of programmed delivery profile stored data. The unit was turned on and off several times and did not show any alarm, therefore no action was taken to repair this device. Should additional information be received, a follow-up medwatch will be submitted.